Manufacturer narrative:
Analysis is currently on-going.

Event description:
Boston scientific received information that this product was listed on the shortened replacement window (srw) advisory. While the device was implanted it passed srw screening and normal device follow-up was recommeded. No adverse patient effects were reported. Additional information indicates that this product was explanted and returned for normal battery depletion.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.